Manufacturer narrative:
D6b, date of explant, has been updated.

Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was escalated from an impella cp to an impella 5.5 for acute heart failure management while the patient awaited a heart transplant. During support a nurse reported the pump experienced high purge pressures with low purge flows, and the nurse presented the issue to patient care team. The physician decided to run two bags of tissue plasminogen activator per facility protocol, and the purge pressure and flows resolved. The patient support continued until the patient was successfully bridged to a heart transplant.

Manufacturer narrative:
The product was not returned for investigation. Based on data log review and the clinical details provided, the cause of the high purge pressure was biomaterial. The device passed all post-sterile inspection checks.